Event description:
It was reported that pump battery did not charge, which led to pump shutdown. Customer¿s blood glucose to read as "high" on meter without a specific value. Customer gave correction insulin dose using injections and did not need outside medical help, then later confirmed that pump began charging with original charging supplies.